Event description:
Customer reportedly obtained results of 81mg/dl and 137mg/dl on the same device within 2 minutes. Customer also reportedly obtained results of 90mg/dl, 172mg/dl, and 107mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of supsect vial and replacement was sent.